Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation mmdg found that the pump had faulty batteries, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter states that the pump auxiliary "turns off intermittently". They also stated that there was no alarm or notification before the pump shut off. Mmdg followed up with the initial reporter, who stated that there were no adverse effects or delays in therapy to the patient. They also stated the patient had a backup pump they were able to use. (B)(4).